Manufacturer narrative:
Batch review performed on 08-oct-2024. Lot 2009877: (B)(4) items manufactured and released on 17-nov-2020. Expiration date: 2025-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 3 years and 4 months after primary, the patient came in reporting pain due to instability and the cause is unknown. The surgeon revised the insert (10mm) with a thicker one (13mm) and the surgery was completely successfully.